Event description:
It was reported that this device was found to be operating in safety mode at a follow-up appointment. The patient was hospitalized pending a replacement procedure to resolve the event. At this time, this device remains implanted and in-service. No adverse patient effects were reported.